Manufacturer narrative:
Upon further testing it was noted that the autocapture feature displayed greater than 3v on all of the daily measurements and that the output was auto 5. A technical service consultant stated that the battery gauge change may be due to the atr episodes and the number remaining seemed realistic. The consultant recommended discussing the findings with the physician on whether 5v provides an adequate safety margin for this patient. No additional information is available at this time. This event will be reopened if additional information becomes available or if the product is returned for analysis. Upon receipt at our post market quality assurance laboratory, initial testing revealed normal interrogation and telemetry operations. The device was subjected to a longevity calculation based on system guide labeling for this model device and was found to not meet longevity 67%. Design engineers have noted deficiencies in this calculation and determined that it does not accurately represent the device's battery performance. As a result, the device longevity was tested a second time, using a revised longevity calculator that has corrected the deficiencies of the original calculator. This device passed the second longevity calculation at 95%. Analysis concluded this device did not experience a component anomaly or premature battery depletion.

Event description:
Boston scientific received information that during a follow-up visit, this device had a battery gauge reading at the beginning of life with a longevity of 2.5 years remaining. One year prior, the device indicated 5 years remaining. Additionally, a large number of inappropriate atrial tachy response (atr) episodes were stored and atrial noise was noted on the electrograms. Technical services was contacted. Our company received information that this device was explanted for normal battery depletion. The pacemaker was implanted for 65 months and was returned for analysis.